Event description:
During a laparoscopic cholecystectomy the surgeon fired the device six times on the cystic vessel and cystic duct. The surgeon then noticed that the clips didn't close properly. The proximal end stayed open while the distal end closed. The surgeon had to pull each clip out one by one. The clips were then reapplied. When the surgeon was reapplying the clips, three shot out instantly after the surgeon activated the firing trigger. The procedure time was extended by 45 minutes to pull the clips and stop the bleeding on the cystic duct. Patient is still in the hospital ward.